Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of tubes had loose closures and samples exhibited clotting. Samples were recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jun-2025. Investigation summary: bd received 2 samples for investigation. Upon visual inspection, the 2 customer samples showed no issues and underwent functional tests in the chemistry lab, with results being within specification limits. Additionally, 100 retained samples were visually inspected, all featuring correctly assembled hemogard closure assemblies on the tubes, and no issues were found. Furthermore, 5 retained samples underwent functional tests in the chemistry lab, all yielding results within specification limits. Another set of 10 retained samples also underwent functional tests, with all weights being within specification limits, and no issues with the hemogard closure assembly being loose or separating were observed. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: sample quality-clotting and stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of tubes had loose closures and samples exhibited clotting. Samples were recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.